Manufacturer narrative:
Date sent to FDA: 10/19/2017. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to FDA: 7/9/2019.

Manufacturer narrative:
Additional information. Patient code: (B)(4) - surgical intervention, (B)(4) device code: (B)(4) - hernia recurrence occurred additional narrative: it was reported that the patient underwent mesh removal on (B)(6) 2014 due to adhesions, and hernia recurrence.